Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and corroded motor assemblies noted during our visual inspection. Unable to confirm display anomaly due to blank display. The insulin pump had cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump was wet and began to beep and turned off. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.